Manufacturer narrative:
H.6. Investigation: customer returned images of syringes and a polybag labeled for 0.3ml, 31 gauge, 6mm syringes from lot 0139082. The images returned do not clearly show any defects. A review of the device history record was completed for batch# 0139082. All inspections and challenges were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Based on the images received, bd was unable to confirm the customer¿s indicated failure of volumetric accuracy and stopper damage. H3 other text : see h.10.

Event description:
It was reported that 2 bd syringe 0.3ml 31ga 6mm halfunit had molding defects. The following information was provided by the initial reporter, translated from spanish to english: cordial greetings, I would like to place a complaint regarding a product that you sell here in colombia, I am referring to the needles for the supply of insulin with code 324916 which I have bought for some time but are coming out with defects, any minor defect whatever it is, it can threaten the health of the patient taking into account that the amounts of insulin must be exact, for this reason I express my dissatisfaction with this product and please that there is a better filter of safety in quality.

Event description:
It was reported that 2 bd syringe 0.3ml 31ga 6mm halfunit had molding defects. The following information was provided by the initial reporter, translated from spanish to english: cordial greetings, I would like to place a complaint regarding a product that you sell here in (B)(6), I am referring to the needles for the supply of insulin with code 324916 which I have bought for some time but are coming out with defects, any minor defect whatever it is, it can threaten the health of the patient taking into account that the amounts of insulin must be exact, for this reason I express my dissatisfaction with this product and please that there is a better filter of safety in quality.

Manufacturer narrative:
Date of event: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.